Manufacturer narrative:
Patient city: (B)(6), patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set came off event on (B)(6) 2026. No further information available.